Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the unknown component at the cement to implant interface. Unknown cement was used. Patient had a primary cruciate substituting fixed bearing sigma total knee where the tibial component had subsided on the medial side and needed to be revised. Surgeon removed the tibial component, polyethylene bearing and the patella component. The tibia was revised with a 2.5 sigma revision mobile bearing tray and a 30mm cemented stem extension. A 12.5mm size 2.5 stabilized bearing was implanted as well. New patella component was not implanted because there was not sufficient bone stock. Doi: unknown dor: (B)(6) 2020 left knee.